Event description:
It was reported to vyaire medical that the bellavista1000 had malfunction 300 (device in failsafe), 316 (blower failure), 400 (inspiration valve or device leaky) and 545 (astepinspvalve value out range - failsafe) occurred. Issue happened est/uvt. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to defective inspiration valve nt.